Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter stuck in the lesion occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified obtuse marginal (om) artery with 10 mm length and 3 mm vessel diameter. An opticross¿ imaging catheter was selected for use. During a percutaneous coronary intervention (pci), it was noted that the device got stuck in the lesion due to severe calcification. The device was completely removed from the patient's body by pulling the device out. The device was exchanged to another opticross¿ imaging catheter to complete the procedure. No patient complications reported and the patient's status good.

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: the device was returned for evaluation. A damage was observed on the guide wire exit port assembly. A kink was observed in the telescope assembly from femoral marker to the proximal end. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that a catheter stuck in the lesion occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified obtuse marginal (om) artery with 10 mm length and 3 mm vessel diameter. An opticross imaging catheter was selected for use. During a percutaneous coronary intervention (pci), it was noted that the device got stuck in the lesion due to severe calcification. The device was completely removed from the patient's body by pulling the device out. The device was exchanged to another opticross imaging catheter to complete the procedure. No patient complications reported and the patient's status good.